Manufacturer narrative:
One catheter was returned for evaluation. Visual inspection of the device found it to have been cut off at 6.88 mm from the hub nose and from 2.30 mm from the eyelet. The severed area shows a clear cut with a smooth and not frayed edge. Cannula was noted to have been assembled correctly with the eyelet and the hub. At the eyelet insertion point no defect or cut of the cannula were present. During manufacturing, units are 100 percent tested once cannula is assembled to demonstrate catheter tube is properly secured to the hub. In addition, 100 percent of samples are destructively tested and the minimum break strand is recorded. Moreover, according to the complaint description, the cannula was inserted on patient at around 3 pm and found loose at around 6.50pm, after more than three hours from the set up. Thus, device was not defective prior to use. The reported customer complaint has been confirmed, and the problem source has been determined to be user interface.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical jelco optiva 2 i.v. Catheters (with injection valve) was inserted on patient in ot around 3pm. After returning to ward the patient noticed the cannula catheter was loose at around 650pm. Upon inspection, the hub of the IV catheter was still stuck to the dressing, but the cannula was missing. Patient was sent to ot for ultrasound to locate the catheter. Catheter was found at the insertion site. Cutdown procedure was done to remove the catheter at around 9pm and the patient was later discharged from the hospital. No additional adverse patient effects.